Event description:
It was reported that the user entered multiple meal announcements on the ilet to address elevated glucose, which was explained as maladapting the meal algorithm and resulting in less insulin delivery than intended for correction. Symptoms included hyperglycemia reaching 362 mg/dl. Outcomes included customer education on appropriate use of meal announcements for meals and correction doses for highs, with the user acknowledging understanding and declining further follow up. Investigation included review of the device data via the bionic reports and counseling on correct use. Investigation of this case revealed user technique contributed to the hyperglycemia, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to employing meal announcements as a correction method.